Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer had insulin flow blocked. Blood glucose level was 450 mg/dl and current blood glucose value was 80 mg/dl. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer had symptoms of nausea, dry mouth and fatigue. Customer treated high blood glucose with manual injection and pen. Customer was assisted with troubleshooting. Insulin pump will not be returned for analysis.